Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. No intervention was performed at this time. The patient was in stable condition.